Event description:
It was reported that during a lap sleeve gastrectomy procedure, device locked in the second reload, the surgeon squeezed the firing knob first time it was very hard then the second squeeze he felt it was harder and it stopped moving any more, he tried to reverse the knife but yet it did not move at all, they had to slip the tissue from the jaws, it was so hard and damaged some tissue, they took it out with the trocar as it was flexed and could not return it to straight position. They sutured part of it then used another device to complete the surgery. The patient had stenosis in the lumen and she is under observation.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: what was the damage to the tissue treated? Oversewn with sutures. Was the stenosis a result of the device malfunction? Yes, resolved over time. Were the jaws of the device ever opened? No. On what tissue type was the device used? At what location on the tissue? Stomach antrum. What color cartridge was being used? Green. What other color cartridges were used before and after this event? None. Was buttressing material utilized? If so, which product? Yes, seamguard. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? If so, when? No. Will the device be returned? Yes.

Manufacturer narrative:
(B)(4). Knife; interrupted-incomplete firing. The analysis results found that one ec60a device was returned with a 12mm xcel trocar in the shaft, with the anvil damaged and closed the firing mechanism jammed and with a partially fired cartridge reload loaded on the device. After further analysis it was noted that the knife had buckled and had nicks, and the cartridge reload was indented. The damage to the cartridge, knife and anvil is consistent with the device being clamped over thicker tissue that indicated or a hard object. When this happens the cartridge gets indented therefore there is not enough space for the sled pushing the driver to continue its run. If enough force is applied to the firing trigger the knife will bucked, and as the knife is attempting to pull the anvil towards the cartridge to form the staples it will result in the damage observed on the anvil. When placing the instrument on the tissue to be stapled, ensure that no hard obstruction are included with the tissue inside the jaws. It should be noted that if resistance is felt during firing, the firing sequence should be stopped and the cartridge reload should be replaced. Please reference the instruction for use for warnings and precaution regarding firing across hard objects. Field quality engineer reviewed dvd received. His comments are as follows: observing staples in the crotch area of the jaws indicate either the device was not properly cleaned between firings and/or the crotch staples from the previous firing were not removed. When these staples are not cleaned away and/or removed they can get picked up during the next firing causing knife damage and can be deposited in such a location that as the knife is returning they get jammed and cause knife return issues, which in turn results in opening issues. The staple forms observed also are indicators that the combination of tissue thickness and double buttressing push the stapler beyond its ability to bring the staple gap into compliance. Sometimes these forces become so great that the device just jams and stops, and sometimes the staple cartridge deck will deflect allowing firing to continue but with open staples. Conclusion: it is my opinion that in this case all these factors were interacting. I believe that the tissue and buttressing combination was too thick for staple cartridge selected. This caused excessive forces causing the deck to start to deflect then the stapler jammed. In addition it is my opinion that these high forces coupled with staples being caught in the crotch area made it difficult to bring the knife back, hence the jaws could not be opened.